Manufacturer narrative:
The reported event of ¿stylet was not going in¿ was confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during the implant procedure, the right ventricular lead was unable to be implanted because the stylet failed to advance. The physician elected to complete the procedure with a different lead. Patient condition was stable.